Event description:
The soundstar diagnostic ultrasound failed to connect to the carto system. The catheter was removed and replaced without incident or harm to the patient. Manufacturer response for catheter, soundstar eco diagnostic ultrasound catheter (per site reporter) per report, manufacturer notified. Similar reports in maude.